Event description:
Boston scientific received information that during a general device replacement procedure, when this left ventricular (lv) lead was removed from the device, the terminal pin separated from the lead body. The lv lead was successfully explanted and is no longer in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information provided from the field indicated that the lv lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.